Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed.analysis was performed and no anomalies were found.the returned device indicated a damaged grommet, a set screw with a rounded socket, and a set screw was found in the connector bore. (B)(4).

Event description:
It was reported that the patient's device during implant had a connection problem and the screw could not tighten normally. The lead had an impedance reading undefined. The physician replaced the device. The lead remains in use. No patient complications have been reported as a result of this event.